Event description:
Same case as 2134265-2015-00128 and 2134265-2015-00189. It was reported that automatic pullback failure has occurred. During a procedure, an atlantis¿ sr pro² imaging catheter was used to treat an unspecified target lesion located in the coronary artery, however, the catheter did not pullback. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).